Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 51-year-old male patient, the device was unable to detect the attached pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. The defib receptacle was replaced as a pre-caution. The device was recertified and returned to the customer with a new multifunction cable. The multifunction cable used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.